Manufacturer narrative:
Product ID 97754, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-12-18. It was reported the reason for the patient's ins replacement was charging burden and position. The cause of the patient's difficulty recharging was the charging cord. The date of the replacement surgery was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is having difficulty with sitting in chairs over their ins and difficulty with recharging. The patient's cord is fraying. The rep cleared the patient's power on reset (por) message after using the antenna locate feature. The patient will be having their implant replaced. No further complications were reported. No patient symptoms were reported.